Event description:
It was reported that the needle did not retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed in the deployed position. The formed needle was observed to be exposed out of the bottom housing window and bent. The timing and cause of this bend in the exposed portion of the formed needle could not be determined. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism found the formed needle to be bent and unseated from the slide retract. Damages were observed on the slide retract, indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment which resulted in the formed needle failing to retract after deployment. During the investigation fluid path testing was performed. Inspection of the fluid path during this test found a hole in the exposed portion of the soft cannula. Fluid was observed leaking from this hole in the exposed soft cannula during the investigation. It could not be determined when or how this damage occurred.